Event description:
During a procedure at (B)(6), the pt suffered a mild burn on their finger. Our plasma needle device and the g400 generator was being used during the procedure along with other electrical surgical instruments. It is suspected that monopolar energy leakage via a "megadyne" unipolar pt return pad caused the burn when the needle was activated. The pt's arms were positioned by the pt's sides and may have been exposed or off the pad when the injury occurred. The burn was treated with topical cream, and no other incidents occurred.

Manufacturer narrative:
Device was received with no abnormalities noted. The device was set to the correct generator defaults and performed as designed. Analysis of the device found no problems. Device operates according to the IFU and MFR specifications.